Manufacturer narrative:
Conclusion: the complaint investigation has been confirmed during the visual evaluation of the returned samples. During the evaluation of the returned samples, the cuff on one had slid up to the bifurcate, there was minimal in growth residue noted between the cuff and catheter shaft. The second one appeared to be still attached to the shaft since it was in the correct area, however, it was not. Again, there was minimal in growth between the cuff and the shaft. The cause of the complaint appears to be mfg error. This product is manufactured at via biomedical. A corrective action has been opened to address this issue. This type of complaint will continue to be monitored for trends. No further action at this time.

Event description:
The cuff was sliding down the catheters.